Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels ranged from 45-60 mg/dl. Low bg causes were not known. Customer consumed carbohydrates and administered a nasal spray to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.